Manufacturer narrative:
Internal complaint reference case-2020-00037669-1.

Event description:
It was reported that, during a knee arthroscopic surgery, there was no picture on the screen when the camera head non-ac hd560h was connected. The procedure was completed with a back up device. No patient injury, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided image found that there was no image display. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the damage, include a damaged connector. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.